Event description:
The patient contacted the treating physician 9 days post treatment stating that they noticed a wound in the right arm pit. The wound was treated with polyspam and gauze. The patient was diagnosed with a wound ulceration. The patient was prescribed antibiotics for 5 days.

Manufacturer narrative:
The system had no unusual errors during the (B)(6) 2022 treatment and a review of other treatment dates found no issues with the system. The system is operating normally.